Event description:
The device was used during a pnemonectomy procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA.